Event description:
Procedure: hernia. According to the reporter: during a laparoscopic hernia procedure, the device burst intra-abdominal there were no consequences for the patient. Another device was used to complete the procedure successfully.

Manufacturer narrative:
(B)(4).